Event description:
A healthcare facility in new jersey reported that the audible alarm of an airvo 2 humidifier was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint myairvo humidifier was received at fisher & paykel healthcare (f&p) in new zealand where the device was performance tested and the audible alarm function was checked. Results: during testing it was found that the audible alarm was functioning properly. There was no fault found with the speaker. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Manufacturer narrative:
(B)(4). The complaint device is currently in transit to fisher & paykel healthcare (f&p) in (B)(4). We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(4) reported that the audible alarm of an airvo 2 humidifier was not working. There was no patient involvement.